Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The customer confirmed the reported oxygen accuracy issue. The customer reported that the issue has been resolved.

Event description:
The caller reported that the o2% testing was not passing. There was no patient involvement. Event date not specified, estimate used.